Event description:
On (B)(6) 2007, a 6mm gore propaten vascular graft was implanted in a bypass procedure. The implant was in the pt's left leg, from the external iliac to anterior tibial artery. Two episodes of thrombosis were noted. On (B)(6) 2007, a thrombectomy was performed at proximal anastamosis and the graft was removed. On (B)(4) 2007, an amputation was done.